Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 27 mmol/l with blurred vision, dry mouth, and nausea associated with persistent occlusion alarms. The reporter indicated that there was a cancelled bolus in the pump history delivering 0.55 units of 1.55 units programmed however the patient had successfully delivered the correct amount of insulin after the cancellation. The reporter confirmed that the occlusions occurred using multiple sets of supplies. The infusion set insertion was reviewed and was confirmed to be appropriate. This report is made based on the allegation that the patient experienced hyperglycemia associated with persistent occlusions on the pump.

Manufacturer narrative:
Follow-up #1 06/09/2015 device evaluation: the product has been returned and evaluated by product analysis on 05/21/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump alarm history showed evidence that 4 occlusion alarms had occurred on 12/09/2014. During testing, an ezprime sequence was performed successfully. A force sensor calibration test was performed and confirmed that the pump was detecting force within specifications. The pump was exercised for 24 hours without occlusion alarms being duplicated. A delivery accuracy test was performed and the pump was found to be delivering within specifications. The complaint was observed in the pump history but was unable to be duplicated during testing.